Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective hard drive that was removed and replaced. The sys was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge stenoscop fluoroscopy sys would not save images.